Manufacturer narrative:
(B)(4). (B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k911684. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06522, 0009610576-2017-00032,

Event description:
It was reported a patient underwent hip revision approximately two years post-implantation due to infection. The patient subsequently expired on an unknown date, within four days of the revision procedure. It was reported the patient had sepsis.